Event description:
During the coil embolization of a right ophthalmic artery aneurysm, an embolism occurred. Immediately post procedure the patient was stable and was discharged three days post procedure in a stable condition with good recuperation. No other information was provided.

Manufacturer narrative:
Anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Embolism is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.